Event description:
It was reported that the pt fell and her implanted neurostimulator did not work as well following the fall. It was believed that the leads may have "changed" or the battery may have been depleted. It was also reported that the pt was unable to adjust stimulation. When stimulation was increased, the low battery icon appeared. The pt had stimulation turned on 24x7 and the battery was at 7.5 volts. The MFR was able to recharge and reprogram the device on (B)(6) 2011. The physician was going to set up an appointment and check the leads.

Manufacturer narrative:
(B)(4).